Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired three times inside the patient and scissoring occurred from the first firing. The three scissoring clips fell out when they were removed from the target tissue. The doctor left the clips inside the patient and closed the operation field. However, the patient¿s family required to remove the fallen clips. The doctor inserted trocars through the same point of the abdominal wall and removed the clips. The incision was unmagnified. There were no adverse consequences to the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B) (6).